Event description:
The facility rep reported a system error 33. This caused the pump to unintentionally shut down. This was found during pt use, with no pt injury reported or medical intervention needed. Although baxter attempted to obtain info, details were not available regarding add'l contact info. No add'l info is available.

Manufacturer narrative:
The pump has not yet been received for eval. A f/u report will be filed upon completion of the eval, or if any add'l details become available.